Manufacturer narrative:
The insulin pump was received with cracked battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked reservoir tube, cracked case near display window corners and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage.

Event description:
The customer's mother reported via phone call that there was a broken piece of plastic around the reservoir compartment. The customer's blood glucose was unknown at the time of incident. The customer's mother was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.